Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that difficulties as several attempts needed to perform the transseptal puncture due to the stiff fossa ovalis resulted in the reported cardiac tamponade and pericardial effusion. The reported patient effects of cardiac tamponade and pericardial effusion as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report decrease in blood pressure and pericardial effusion. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Several attempts were needed to perform the transseptal puncture due to the stiff fossa ovalis. The steerable guide catheter (sgc) was inserted with no issue. While inserting the clip delivery system (cds), the patients blood pressure decreased and a pericardial effusion was noted. The devices were removed and the procedure aborted with the mr remaining at 4. No treatment was provided. In the physician¿s opinion, the sgc contributed to the effusion. There was no clinically significant delay in the procedure. No additional information was provided.